Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the tidal volumes were significantly fluctuating during a surgical procedure; the device posted alarms of type "v037 - ex valve leak". It was stated that the patient's oxygen saturation dropped noticeable and repeatedly.

Manufacturer narrative:
Log file analysis confirmed that 10 instances of the "ex valve leak" alarm were logged for the date of event. This type of alarm is being generated when a leak flow of greater 15ml through the expiratory port is detected during the inspiration phase. The device was subject to complete testing in follow-up of the event. The leakage which was evidentially present on the date of event could not be found anymore - device was fully compliant to specifications. There is a special in-depth test procedure for the peep/pmax valve. This test was passed without deviations. Besides the aforementioned error condition, a second deviation was recorded during the procedure in question repeatedly. This secondary deviation indicates a problem to maintain the piston vacuum that is required to keep the membrane in place. The vacuum pump also generates the control pressure for the peep/pmax valve. Assuming that both issues have occurred independently, the problem with the leakage of the peep/pmax valve may have been related to humidity or other contaminations that restricted a proper closing of the valve, and a cleaning performed between date of event and the day the device was tested by dräger has fully removed the error condition. In this case, the problem in maintaining the vacuum pressure may have been related to a randomly occurring leakage in the pneumatic circuit e.g. At the tube connection of a valve etc. On the other hand, both error conditions may be connected to each other but a reliable conclusion about which explanation applies is not possible. Dräger finally concludes that the system responded to a deviation of unknown origin as specified; the user was alerted to the leakage during inspiration by means of a corresponding alarm. There was no issue found with the device that would require repair or correction.

Event description:
Refer to initial MFR. Report #9611500-2017-00317.